Event description:
According to the information received, the atrial septal defect (asd) looked normal with good rims and a maximum diameter of 10mm. Balloon sizing was not performed and after several echocardiogram projections a 14mm amplatzer septal occluder (aso) was chosen. During prep, it was noted that the left atrial disc of the device was not perfectly round. The device was implanted easily and a strong minnesota wiggle (push-pull manuever) was performed. After release, it was noted on echocardiogram that the device was moving toward the left atrium and after one (1) minute it embolized to the left ventricle and to the aortic arch. The device was snared out from a femoral artery approach. After evaluating the images and the device, a 16mm aso was successfully used to close the asd with no further complications.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The cause of the embolization could not be determined with the information received. However, the device was manufactured according to specifications as evidenced by the testing performed upon return to aga medical.